Event description:
It was reported that the hls set was changed out due to an increased delta pressure. The set was discarded by the customer. No harm to any person has been reported. Complaint ID#(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. H3 other text : device already discarded by customer.

Manufacturer narrative:
It was reported that the hls set was changed out due to an increased delta pressure. The failure occurred during treatment. The set was discarded by the customer. The affected product is not available for technical investigation as the set was discarded by the customer. However, according to hls set risk assessment, the following root cause can lead to the reported failure: wrong pressure measurement due to malfunction of the pressure sensor. As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 ¿ in chapter 7.2 indications for replacing the set: "an increased pressure drop can be tolerated within the limits stated above if the gas transfer and arterial blood gas analysis values are still good. If an increase in pressure drop is coupled with deteriorating gas transfer and there are indications that this development is set to continue, a replacement should be carried out as quickly as possible. Assessment of the situation and the decision whether or not to replace the set is the responsibility of the physician in charge of treatment". The production records of the affected product were reviewed on 2023-11-28. According to the final test results, the affected product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "increased delta pressure" could be confirmed. The occurrence rate was calculated for the reported failure and product, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number).